Event description:
N/a.

Manufacturer narrative:
Additional information: the e1(state and postal code) is not added in initial emdr. The e1(state) is (B)(6). The e1(postal code) is (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pim, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) blood found inside device. There was no patient harm reported.